Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6. -8.5/1.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged due to lens tear/break during injection/delivery into the eye and the problem resolved. Cause was unknown.